Manufacturer narrative:
Patient weight is estimated. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. As such, surgical intervention took place wherein the ipg was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.